Event description:
Allegedly patient developed worrisome swelling in the trochanter area. (B)(6) 2010, open biopsy of swelling. Tissues were cultured. Tissues were examined for cocr content, so was plasma. Patient developed wound infection. (B)(6) 2010 prosthesis was removed. Samples were taken for cultures. Temporary girdstone treated with gentamycin beads. Antibiotics intravenously. Pathology: alval. High activity level. Left hip. No trauma.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01220. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. Evidence that product in specification when used.